Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the light failure could not be determined. It is possible that the light failure was caused by a defective lamp, transformer failure, contact degradation of lamp sockets, or poor connection of the terminals, printed circuit board, or harness. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the halogen light source does not light at all during preparation for use. There was no report of patient harm or user injury associated with this event.